Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced bacterial peritonitis, suspected septicemia, and death due to the peritonitis event. The peritonitis was manifested by marked abdominal pain and fever. The cause of the peritonitis was not reported. The patient was hospitalized for the event. One or two days after being hospitalized, the patient was diagnosed with the peritonitis. The reporter stated that ¿the doctors had additionally suspected septicemia¿ and stated that ¿it was a little too late by the time of admission¿ (no further detail was provided). On unreported dates, the patient began treatment for the peritonitis symptoms with tylenol (acetaminophen) and six different unspecified antibiotics (doses, frequencies, and routes were not reported). Subsequently, nine days after being hospitalized, the patient passed away due to the peritonitis event. It was not reported if an autopsy was performed. No additional information is available.